Event description:
On (B)(6) 2025, a patient underwent for inferior vena cava filter placement with denali jugular system. During the procedure the filter allegedly failed to open when placed in the ivc. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali filter was received. During visual evaluation, the filter was noted to have dry blood residue throughout. Filter was received with all limbs present, and two legs crossed. No functional testing was performed. Therefore, the investigation is inconclusive for the reported for expansion failure as no specific evidence was provided. A definitive root cause for the expansion issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for inferior vena cava filter placement with denali jugular system. During the procedure the filter allegedly failed to open when placed in the ivc. There was no reported patient injury.